Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. Post procedure, the patient experienced decreased urine flow that required flomax 0.8mg daily. During simulation planning, it was determined the hydrogel placement was not ideal and it was difficult to discern the anatomy on the computed tomography (CT) as there was no contrast. Magnetic resonance imaging (MRI) was then performed and showed definite rectal wall infiltration (rwi) for the inferior two-thirds of the hydrogel. The most superior portion of the hydrogel was up near the seminal vesicles and the bottom two-thirds was in the anterior rectal wall. The patient's outcome is unknown. The patient was initially planned to receive 7000/28/250, however, the current plan for treatment was not confirmed.